Event description:
It was reported the patient had a pump implanted about one and a half weeks prior. The patient was in the hospital for six days following the pump implant as the medication was not relieving his pain. The day after the implant the patient couldn't walk. It was believed it was due to having a broken rib on their right side and having the implant on the left side. Later that evening they were back to normal and were healing. The next day ¿it went south¿ and the pain was not controlled. It was ¿hurting really bad¿ at the implant site. It hurt the patient¿s tumor in their back and the area around it. The patient was treated with different medications in the pump to try and help relieve the pain. The patient was currently in pain and planned to contact their hcp. It was unknown what medication was in the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: ne u_ptm_prog, serial# unknown, product type: programmer. (B)(4).